Event description:
I was using resilon root canal filling material w/epiphany sealer from (B)(6) 2004 - (B)(6)2009. This product was produced by pentron corp with the rights for it's sale required by sybron dental specialties. It wasn't until many yrs after it's usage that multiple failures have occurred. Pts are returning with numerous infections compromising thousands of dollars in dental treatment. Upon reentering these teeth, I find that the material has decomposed leaving a bacteria filled mess. The product never bonds to the teeth or strengthens roots, as advertised. (B)(6).